Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for one week due to diabetic ketoacidosis and balance issues. The customer fell down due to high blood glucose; he ended up losing his balance. The patient's blood glucose at the time of incident was 411 mg/dl. The patient was treated with insulin drips and an insulin shot. The customer was also kept in a nursing home for two weeks until he got his blood glucose back under control. The customer has since returned home and he has an appointment with his endocrinologist in regards to his high blood glucose issues. No products were returned or replaced.